Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been using the insulin pump for a long time now. Customer stated that when he gets up in the morning, he does a correction with a bolus. Customer's blood glucose was 425 mg/dl. Customer stated that he had a back-up plan. Customer took about 9 units for a bolus. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be correct. Customer was advised to do a complete set change. Customer will call back later when he is home as he is unable to perform the high pressure test on his own.